Event description:
Previous mdrs filed with similar complaint as follows: during surgery, the tip of the crosslink screwdriver broke off inside the crosslink while torquing. The surgeon was able to remove the tip of the driver from inside of the locking set screw of the crosslink. The tip of the driver remains inside the patient. The instrument was returned with the set on 03/15/07 by a distributor. The tip of the instrument was broken off. The broken tip was not sent back with the instrument. A complaint form was not completed for the incident. Regulatory affairs was not notified of the incident by the distributor. The dates of the surgery and incident are unknown at this time. The patient information is unknown at this time.

Manufacturer narrative:
The device is a class I instrument that is intended to be sterilized and reused. The returned part was received on 03/15/07. During the evaluation of the returned part engineering confirms that the tip was broken off. Information regarding the proper technique of the zodiac adjustable bridges application is contained within the surgical techniques (lit 83065). A memo was sent to the sales force on 02/22/07 was provided additional details on the proper use of device and instructed the sales force on the use of surgical techniques.